Manufacturer narrative:
A customer in germany reported the occurrence of post-use mold contamination in association with the chromid cps elite (cpse) agar, lot 1005920130. An investigation was performed. The manufacturing batch record review confirmed there was no non conformity that could explain the customer's issue. Quality records showed 220 plates from different manufacturing times were used to perform the microbiological content test after manufacturing. After being incubated for 4 days at 33-37 º c and 20-25ºc, in , there was no contamination observed, and the batch was released. The retention sample of the batch was incubated. After 24 and 48 hours, no fungi contamination was observed. IFU - warnings and precautions read: do not use plates that are contaminated, or have a retracted medium, or that exude moisture. Interpretation of test results should be made taking into consideration the colonial and microscopic morphology, and the results of any other tests performed.

Event description:
A customer in (B)(6) reported the occurrence of post-use mold contamination in association with the chromid® cps elite (cpse) agar, lot 1005920130. The customer stated the media was stored in the original box at 4-8°c as indicated in package insert and instructions for use and opened just before use. Customer indicated they always use cpse plates in combination with cos plates for urinary tract infection. After incubation, the customer found mold contamination on some of the cpse plates. The customer stated they incubated one cpse plate directly out of the original box and found it also contaminated. The customer stated the final identification was provided based on the cos plate result. Therefore the cpse result was not reported to the physician, and no patient result was directly impacted by the issue. Biomérieux internal investigation has been initiated.